Event description:
Boston scientific crm received information that the patient with this device experienced some fluttering. During the device check, it was noted there was ventricular oversensing that resulted in a 4 second pause in therapy. Testing also noted atrial farfield oversensing. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Subsequent information was received that this device was explanted for normal battery depletion more than seven years after the clinical observation. No adverse patient effects were reported.